Event description:
A trimed sales rep reported on (B)(6) 2023 that a drill-1.8/090 broke inside a patient's radius. The surgeon decided it would be best to leave the broken piece of the drill in the patient and does not believe it will cause the patient any additional harm or irritation. The trimed sales rep reported that this did not cause a delay in surgery since it was the last hole to be drilled in order to complete the procedure.